Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant. The patient reported a history of incontinence that worsened during stimulation. At the patient¿s request, the evoke scs system was explanted.